Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is flextronics. This site is an OEM manufacturing site. (B)(4). Medical device expiration date: na. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the sharps coll 13.2l yellow au lid was damaged and "easily came apart" after being assembled before use. The following information was provided by the initial reporter: "new, unused two piece sharps collector assembled and easily came apart. Following assembly of the two piece sharps collector with audible click showing lid in place, the lid comes off when pushed in corners. Reason for testing was due to incident with sample stock lid failure and testing prior to objection handling."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/29/2020. H.6. Investigation: a sample and photo representation was provided. A review of the device history record (DHR) and non-conforming material report (ncmr) for the reported container was performed for the past 12 months and no manufacturing or material defects were identified that could have caused or contributed to the reported incident. The functional test (pull test to separate lid from the base) results found by manufacturing were confirmed as acceptable but only meeting the minimum specification of 10lbs. As part of additional investigation for this issue measurements were taken of edges and padlocks and again met specifications, but were at the lower end. An improvement to the lids retention force was completed by manufacturing. If additional information providing the pull force and the method of pull apart used by the end user is provided perhaps another root cause can be identified. H3 other text : see h.10.

Event description:
It was reported that the sharps coll 13.2l yellow au lid was damaged and "easily came apart" after being assembled before use. The following information was provided by the initial reporter: "new, unused two piece sharps collector assembled and easily came apart. Following assembly of the two piece sharps collector with audible click showing lid in place, the lid comes off when pushed in corners. Reason for testing was due to incident with sample stock lid failure and testing prior to objection handling."